Event description:
It was reported that the ilet pump displayed incorrect meal announcements and timing on reports, with a meal purportedly announced in the early morning and the device clock later found to be set incorrectly by about ninety minutes, which relates to a device display issue involving the screen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user and third party. Investigation of this case revealed no device problem found despite the reported incorrect message on the screen. It was concluded, based on previously established findings for similar reports, that no problem was detected.

Manufacturer narrative:
Initial.